Manufacturer narrative:
The previous report stated the date of manufacture (dom) was unknown. It has been updated (aug 29, 1997) to reflect the date the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device had an air leak. It was reported that there was no delay to a planned surgical procedure as an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the motor had low rpms and had debris, back plate was scratched and the vanes were broken. During the check for motor rub the cutter wouldn't move initially, however, after 5 to 7 seconds it moved. It was determined that the pre test was performed normally. It was determined that an unusual noise was heard during the test indicative of the vanes breaking during or after the pre test was done. It was determined that the findings were also indicative of normal wear over time. It was further determined that during disassembling, it was noticed that the seal pack was worn and the bearing connected to it was soiled and worn. It was determined that this affected the seals and wears them out. This is indicative of wear due to time on the field. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.